Event description:
The attorney alleges the consumer was going over a slight threshold, that had a 2 x 4 board as a ramp, and was "catapulted" off the ramp landing on the floor with the chair on top of pt. The alleged injury is a broken leg and collar bone.